Manufacturer narrative:
Product analysis #(B)(4). Brief description of complaint: at some point after the surgery, the patient presented with extensive bruising. Additional information was received via email which stated there was minimal bruising. Investigation conclusion: the reported issue was not confirmed. The returned intact¿ handle functions as intended utilizing the complaint lab wand and the complaint lab generator, as evidenced by the sound and function of the handle motor, which is representative of normal operation, and by the successful air capture and a successful motorhome sequence at the end of the capture during the functional inspection. The complaint could not be recreated for the patient injury ¿bruising¿ issue that was reported in the complaint description. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
After a bles procedure, the patient presented with bruising near the biopsy site. No interventions were reported for the patient.